Manufacturer narrative:
The s3 gas blender system was returned to livanova deutschland for further investigation. During the evaluation the reported issue could not be confirmed. The device worked according the specification. As the issue could not be reproduced or confirmed, a root cause was not identified.

Event description:
See initial report.

Manufacturer narrative:
The gas blender system 25-40-00 is not distributed in the USA, but it is similar to gas blender system 25-40-45, which is distributed in the USA (510(k) number: k052601). Livanova (B)(4) manufactures the s3 gas blender system. The incident occurred in (B)(6). The device was requested back to livanova (B)(4) for further investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a s3 gas blender system displayed an error message during priming. There was no patient involvement.